Event description:
It was reported that this pacemaker went from a battery status of 2.5 years remaining to a status of four months remaining 16 months later. It was noted that the patient is not pacemaker dependent. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis is pending at this time. The clinic scheduled a non-urgent device replacement procedure on an unknown future date. A request was made to obtain the date of the scheduled procedure; however, the date was not provided by the clinic. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This product is not approved in the united states. However, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker went from a battery status of 2.5 years remaining to a status of four months remaining 16 months later. It was noted that the patient is not pacemaker dependent. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis is pending at this time. The clinic scheduled a non-urgent device replacement procedure on an unknown future date. A request was made to obtain the date of the scheduled procedure; however, the date was not provided by the clinic. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that data analysis was completed and confirmed the battery was depleting normally with stable power consumption noted and no evidence of premature battery depletion. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.